Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the lifevest equipment. Patient described the area as red, bumpy, and itchy under left breast area. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed an ointment for the infection. Follow up indicated that the infection improved.

Manufacturer narrative:
Not applicable.